Manufacturer narrative:
(B)(4). Re-evaluation of the complaint identified the xb0069 was found to be present within the diagnostic log of the device associated with this complaint. The xb0069 is a monitoring task that runs on the gui (graphic user interface) cpu processor. If the gui monitoring task has determined that the pressure exceeds the clinician set pressure limit and the bdu has not triggered a high pressure patient alarm, then the xb0069 code is initiated. Once the xb0069 is initiated the pb840 ventilator system enters a ventilator inoperative condition which triggers the safety valve to open and initiates a continuous high priority alarm. When the safety valve is open, the ventilator opens a path for the patient to breath room air spontaneously, although positive pressure ventilation is no longer provided. Field action associated with this issue was issued december 16, 2013.

Event description:
Covidien received info stating that during use on a patient an 840 ventilator stopped cycling. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and found error codes relevant to the malfunction in the memory log. The cse upgraded the software in the device to the current revision. The cse performed extended self-testing on the device and all tests passed.